Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 551 mg/dl. The customer treated with bolus through needle and syringe. Customer's blood glucose value was 355 mg/dl at the time of the call. Troubleshooting was performed. The customer reported large bubbles of about 3 inches. The insulin pump alarmed insulin flow blocked during high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.